Event description:
Patient presented with high lead impedance and an increase in seizures. There was no known reported patient trauma. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent surgery and in pre-op high impedance, >9000 ohms, was seen but once the lead pin was reinserted the impedance was within normal limits, 3300-3600 ohms. As pin reinsertion resolved the high impedance, the generator was placed back in the pocket and the patient was closed.